Event description:
On (B)(6) 2022 accelus was informed of a post operative failure on a non-modular standard screw. It was confirmed by x-ray imaging that one of the tulips was dissociated from the screw shank. Accelus was advised that the screw head appears in imaging to have broken at the point where it attaches to the shaft (or tulip was dissociated from the screw) and this may be consistent with a potential weld failure though investigation is still underway. The original procedure took place on (B)(6) 2021. During the original procedure it was reported that two failures occurred intra operatively ((B)(4)). These failures were replaced with new screws and the procedure was completed. The patient returned on (B)(6) 2022 complaining of pain at the surgery site. A revision surgery was performed on (B)(6) 2022.